Event description:
Event investigation confirmed no further testing was performed in response to the continued high out of range impedance measurements. The physician deemed the patient not stable enough for dft assessment. To date, no system changes have been initiated.

Event description:
Boston scientific received information that this system generated high out of range shock impedance measurements. To date, no system changes have been made and no adverse patient effects reported.

Event description:
Subsequently, boston scientific was notified the patient continues to have high, out of range shock impedance measurements. As a result, the patient was scheduled for additional testing to include a commanded shock impedance test, to ensure system integrity. To date, no information has been made available to confirm if this testing has taken place. Our records indicate the device and lead remain implanted and in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.